Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Depuy cement was used. It was also reported that the patient was doing really well until about a year ago. Patient started feeling pain especially when he was walking or going up stairs. Patient also noticed that his legs started to bow. Xray show a loose tibial component that had significant medial collapse.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot = device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to synovial hypoplasia (adverse tissue reaction) total for lot number: 11 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1 . By product family: 6 (5x smartset hv, 1x smartset mv).

Manufacturer narrative:
(B)(4) no code available (3191) used to capture medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.